Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to unit not turning on. A receiver download was attempted but could not be performed due to unit not turning on. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.